Event description:
It was reported that a user experienced recurrent nocturnal low blood glucose ranging from 56 mg/dl while using the ilet bionic pancreas. The user reported weight gain attributed to overtreatment of lows, and the trainer subsequently performed a factory reset of the device. Investigation of this case revealed that the device was factory reset by the trainer and the user reported being stable afterward. Further investigation included customer care troubleshooting and user education, and referral for additional training. No user reported clinical symptoms associated with low blood glucose. Outcomes included self-treatment with oral glucose. It was concluded that hypoglycemia occurred with unclear cause and that corrective action consisted of user education and a device factory reset. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.